Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motor stall occurred. The stall was confirmed in the event logs with no motor stall recovery recorded. The drug used in the pump at the time of the event was not reported. Additional info has been requested; a f/u report will be submitted if additional info becomes available.